Event description:
On december 21, 2007, hill-rom received a report indicating that the pt believed the vest was the cause for his catheter breaking leading to his back surgery, and that hill-rom should pick up the cost of his deductible and co-insurance. The report indicated that the pt experienced increased pain after using the vest and that x-rays had been taken showing a broken catheter. On march 24, 2008, hill-rom received a supplemental report indicating that the catheter was documented as broken in an area underlying the vest, and the pt developed morphine withdrawal symptoms within 24 hours of vest use. No malfunction was alleged.

Manufacturer narrative:
The device was received and evaluated. The results of the evaluation will be sent in a follow up report as soon as they are available. The follow up report will be sent within 30 days.